Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 5 years and 6 months due to aortic stenosis with calcification. Per the op report, the patient initially had placement of this prosthetic valve for severe aortic stenosis in 2007. He subsequently started hemodialysis therapy, and in the last couple of months has become increasingly symptomatic. This patient presented with severe prosthetic aortic valve stenosis and congestive heart failure with an ejection fraction of 20%. Estimated valve area of 0.45. Therefore, patient was referred for redo-aortic valve replacement. Operative findings: severely calcified and immobile leaflets of prosthetic valve. Dilated left ventricle, with some evidence of left ventricular hypertrophy on echocardiogram. Postoperative transesophageal echocardiogram with some improvement in left ventricular function. [New edwards] valve well-seated, and no aortic insufficiency.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the severely calcified valve. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Additionally, calcification has been shown to occur at accelerated rates in patients with renal failure. The duration of dialysis also plays a major role in the development of calcification. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. In this case, the op report documents the patient having end-stage renal disease and is on hemodialysis. The presence of coronary artery calcification in the dialysis population appears to correlate in part with the ingested quantity of calcium-containing oral phosphate binders. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards¿ tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.